Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture. As a result this lead was replaced. No adverse patient effects were noted.